Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00046, 3005168196-2017-00047, 3005168196-2017-00048, 3005168196-2017-00049, 3005168196-2017-00050, 3005168196-2017-00051. The device remains implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in a celiac artery aneurysm using ruby coils and pod packing coils (podj). During the procedure, the physician felt resistance and the ruby coil (f70028) unintentionally detached within the non-penumbra microcatheter; therefore, the physician flushed the ruby coil into the aneurysm. The physician then attempted to advance a second ruby coil (f70223), however again felt resistance; therefore, this ruby coil was removed. The physician then attempted to place a podj, however, the podj took no shape within the aneurysm and remained near the neck of the aneurysm, and was therefore removed, though the physician experienced resistance while retracting. Upon removal, the physician noticed that the podj was damaged and looked "wavy". The physician then attempted to advance another ruby coil (f70272), however, felt resistance and therefore removed the ruby coil. At this point, the physician removed the non-penumbra microcatheter and inserted a new non-penumbra microcatheter, then attempted to advance another ruby coil (f70272), however, the physician again experienced resistance and, therefore, removed the ruby coil. The physician then successfully placed a pod coil. The physician attempted to place another ruby coil (f72324) and then another podj, however, the physician felt resistance again and, therefore, removed both of the coils. The physician then continued the procedure treating additional aneurysms using the same non-penumbra microcatheter and non-penumbra coils. There was no report of an adverse effect to the patient.